Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -4.5 diopter was implanted into the patients left eye (os). On (B)(6) 2021 the lens was implanted; removed and replaced intra-operatively for a longer length lens due to low vault. The problem was resolved. Cause is reported as unknown.